Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found tissue entwined in the helix. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged a few weeks after it was first implanted. A physician confirmed the dislodgment via x-ray and attributed the issue to the patient's physical activity. A revision procedure was performed wherein the physician attempted to reposition the lead but the helix could not be re-extended. The lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.